Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1.0 mg/ml at 0.12 mg/day), bupivacaine (25 mg/ml at 2.99 mg/day), and clonidine (750 mcg/ml at 86.96 mcg/day) from an implanted pump. The indication for use was non-malignant pain. The rep reported that there had been high residuals at three refills (since (B)(6) 2015) and the patient had experienced slightly less efficacy. A dye study had been done on (B)(6) 2016 the catheter was easily aspirated and "showed good myelogram." It was noted that the hcp would continue to monitor and would replace the pump if it continued. It was noted that the patient also uses a personal therapy manager (ptm) and at the time of the report the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.